Manufacturer narrative:
Continuation of d10: product ID:072402 product type: electrophysiology (ep) catheter product event summary: the 2af283 balloon catheter of lot number 12226 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was carried out. External visual inspection of the balloon segment showed a leak path from the outer balloon. The outer balloon distal bond was partially detached from the catheter shaft. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. A kinked guidewire lumen inside the balloon was observed. Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments. Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection and pressure testing of the handle segment, a leak path was identified at the guide wire lumen to push-button bond. In conclusion, the returned balloon catheter failed the return product inspection due to a bond leak observed at the push button to guide wire luer fitting. A kink/twist observed on the guide wire lumen and an outer balloon distal bond detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure involving the arctic front advance balloon catheter, there were issues with the device. Specifically, when the balloon was inflated, there was no pressure, which gave the impression that the cooling system was leaking. Additionally, there was no electrocardiogram recording on the coronary sinus, necessitating 'electrode' replacement. The procedure was completed after replacing the balloon catheter and the electrophysiology (ep) catheter. No patient complications have been reported as a result of this event.